Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly fell out of the patient. The balloon was found on the floor with a deflated balloon. Additional information was request.

Manufacturer narrative:
Received 1 used catheter for evaluation. The reported event was confirmed. Per the visual inspection, the balloon was found to be burst with no pieces missing. Per the functional evaluation, the balloon was inflated with water and the water moved easily through the inflation lumen and out of the balloon. A root cause was unable to be found for the condition, but it may have been degraded. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "recommended inflation capacities. 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter allegedly fell out of the patient. The balloon was found on the floor with a deflated balloon. The complainant later confirmed that the balloon appeared to be burst . It was unknown if there were pieces left behind inside of the patient. However, no patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly fell out of the patient. The balloon was found on the floor with a deflated balloon. The complainant later confirmed that the balloon appeared to be burst. It was unknown if there were pieces left behind inside of the patient. However, no patient impact was reported.